Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. (B)(4). (B)(6).

Event description:
Medtronic received information that four years and five months following the implant of this transcatheter bioprosthetic valve, two fractures (nordmeier type 1) were observed at the proximal (cranial) end of the stent. There was no dislocation or loss of function of the valve. No treatment was required and the valve remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received that 1 year post implant the patient had a questionable minor stent fracture type 1 of the 2nd stent anterior, medial, crania, besides braze point. No action taken. Valve remained implanted.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted and no mitigation was reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
Additional information was received which changed the event date. No further information was product and no product was returned for laboratory analysis. Should additional information be provided, or the product be returned for laboratory analysis, a supplemental report will be filed. Based on the information provided, the clinical observation could not be confirmed at this time. Medtronic will continue to monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.